Manufacturer narrative:
This device was returned to mmdg for evaluation, however, no lot number was provided. During the investigation, mmdg was able to replicate the filter leaking at the seam.

Event description:
The initial reporter stated that a patient using chemotherapy had the administration set leak at the filter. Mmdg did attempt to obtain additional information during the call, including the patient's condition, however, the only information provided was that the patient had not required hospitalization after the leak event. [Complaint-(B)(4)].